Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments distal pulley had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley and visable scratches on the surface of the distal pulley. Failure analysis investigation concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy with bso (bilateral salpingo-oophorectomy) surgical procedure, it was noted that the maryland bipolar forceps instruments fibers snapped intra-op. The instrument was switched immediately. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.